Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified. The information will be used for tracking and trending purposes.

Event description:
It was reported that the wake button was delayed in responding to touch. There was no adverse effect to customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.